Event description:
The customer reported that there was a message of "no service"; they needed to restart and that the fault was preventing work. This could cause an intermittent loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.